Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes had stopper creep out. The following information was provided by the initial reporter: "stopper in edta tube is not firmly attached to the hemogard closure during the blood collection they encountered a pink edta tube with loose stopper in the hemogard closure."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes had stopper creep out. The following information was provided by the initial reporter: "stopper in edta tube is not firmly attached to the hemogard closure during the blood collection they encountered a pink edta tube with loose stopper in the hemogard closure."